Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it was reported that the patient received an implant on (B)(6) 2011 and was revised on (B)(6) 2018 due to massive metallosis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique of revitan stem is not reviewed as no surgical report was received to confirm whether the st was followed or not. Instruction for use (IFU) : in the IFU tissue reactions to the products or corrosion or wear is indicated as side effects. Conclusion summary: according the received information, the patient underwent an initial surgery on (B)(6) 2011 and was revised on (B)(6) 2018 due to massive metallosis. The massive metallosis was detected on (B)(6) 2017. The products were not returned for investigation. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. In conclusion, due to the absence of necessary medical data such as explants, surgical notes and x-rays it is impossible to conduct a detailed analysis of the event and it cannot be recreated. The investigation results did not identify a non-conformance or a complaint out of box (coob). An exact root cause could not be determined. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: detail of product: item # 0100405216; item name revitan dist. Straight 16/200; lot # 2565934. Item # 00877003204; item name metasul hd 32 12/14 szxl/+7; lot # 2523271. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to metallosis.